Manufacturer narrative:
This information was found during a review of nid files. Nid has ceased manufacturing operations and no longer markets this product. The product labeling states: "for diagnostic purposes, values obtained with the nichols advantage calcitonin should be used as an adjunct to other data available to the physician."

Event description:
A patient in another country claimed that she underwent unnecessary surgery following a false positive result obtained by laboratory tests utilizing this assay.